Event description:
It was reported that a shunt assistant (#f251t) was implanted and later combined wit another progav 2.0 shut system on an unspecified date. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. This particular valve was sent additionally to rm (B)(4) cc400709572. Prior to receiving the originally reported shunt system, we had no knowledge of this shunt assistant. Rm (B)(4) cc400709572 is reported with medwatch no.: 3004721439-2025-00149.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that the progav 2.0 valve (rm (B)(4) has a blockage and that the shunt assistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine visible deposits in the shunt assistant. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.